Event description:
It was reported that a patient experienced ¿two bouts of peritonitis¿ coincident with peritoneal dialysis therapy. The peritonitis events occurred within a two and a half week timeframe with no reports of recovery in between. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. On an unknown date, dianeal therapy was discontinued and the patient¿s catheter was removed. On an unknown date, the patient was switched to temporary hemodialysis therapy. Patient recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced two events of peritonitis within a two and half week time frame. While there was no report of recovery in between, it is currently deemed one episode of peritonitis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.